Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed a clogged suction cylinder due to foreign object which affected the suction flow. The evaluation uncovered a crack on the light guard lens and the distal sheath. Additionally, the instrument channel was leaking due to tear and marks on the device. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the during a procedure, the evis exera iii colonovideoscope was clogged and unable to unclog during manual washing. Upon inspection and testing of the returned device, it was observed that foreign material could not be removed due to buckling of each channel and nozzle. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.